Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is being considered, but no surgery date has been communicated.

Event description:
The hearing performance with the device is affected. It is unknown if an accident or a trauma has occurred. Re-implantation is considered but no date has been scheduled.

Manufacturer narrative:
Damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. Other damages found during investigation are most likely related to explantation surgery. The investigation results appear to match the symptoms mentioned in the patient report. This is a final report.

Event description:
The hearing performance with the device is affected. It is unknown if an accident or a trauma has occurred. Re-implantation took place. On this same day the user was also implanted (initial implantation) on the contralateral side. The patient was seen for the first fitting on (B)(6) 2018. On the concerned right side all 12 channels were enabled. Channels 11-12 will be evaluated again as response to sound was unclear and patient was too tired to continue with testing. When the processor was activated, the patient understood speech and she replied to some simple questions.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The hearing performance with the device is affected. It is unknown if an accident or a trauma has happened. Re-implantation is considered.